Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, resistance was felt advancing the coil in a non-microvention microcatheter. The coil was advanced and retracted repeatedly, but still resistance was felt. When the pusher of the coil was withdrawn to check the coil, the coil was found to be unintentionally detached. The coil was replaced with another coil to continue the procedure, which completed successfully. There was no report of harm or injury to the patient.